Event description:
The pt experienced a shocking sensation in his neck and in his back starting (B) (6) 2009. Decreasing stimulation parameters did not lessen the shocking sensation. Device interrogation revealed impedances greater than 10000 ohms on the #7 electrode. That device was reprogrammed to not use the affected electrode, which took care of the problem.

Manufacturer narrative:
(B) (4).